Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that a perigee mesh device was implanted on (B)(6) 2008 to treat for anterior repair of the vagina and prolapse of the uterus. The pt also underwent repair of vault suspension and cystoscopy. Additional information indicates that the pt experienced pain, nausea, dizziness, malaise and pain on bending. Also reported was that the pt had acute awareness of foreign body in the vagina and in the bowel region. On (B)(6) 2009, further surgery was performed for posterior vaginal repair (vaginal prolapse and uterine prolapse). Her symptoms persisted with worsening bladder control and stress incontinence. Surgery was done to remove the mesh; the date was not provided. On (B)(6) 2012, surgery was done to repair and restructure the vaginal wall.